Event description:
Add'l info received from MFR 3/6/03: device was inserted into rfa, and deployed. A link break occurred. The device was removed. Hemostasis and closure were achieved with the use of a citro-seal patch and manual compression. The device was not returned for evaluation. Unable to establish a root cause based on the available info. The device history record was reviewed and no deviations were found relevant to this investigation. A review of product surveillance files revealed that there were no other complaints of this nature against the reported lot number. Abbott laboratories has determined that the event is not reportable. The device was removed from the pt.

Event description:
Device was inserted into right femoral artery. Device was deployed, physician states "suture broke".